Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. During extraction, the lead was broken. The distal portion was surgically abandoned in the patient and the proximal portion was removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.